Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : customer received field action notification.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. It was reported that the issue was noted before patient use.